Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
Add'l information was also received from the plantiff's attorney regarding the date of event onset; however, there is a discrepancy as the date provided is different than the date that was initially reported. Add'l info asking for clarification regarding the date of event onset has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02070 and 1225714-2013-02071.

Event description:
Add'l info received alleged that the pt experienced a stroke, which is alleged to have been caused by the pt's exposure to the product.

Manufacturer narrative:
This is one of two device reports for this event: associated MFR report numbers: 1225714-2013-02070 and 1225714-2013-02071.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-02070, 1225714-2013-02071.